Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer had a low blood glucose value of 20 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. The drive support cap was normal. Based on customer reported customer did not believe insulin pump was over-delivering. The device will not be returned for analysis.